Event description:
It was initially reported that the patient had a "lump" near the back incision for the catheter; "north" of the actual incision "speculated that it was closer to the needle insertion point". It was added that the patient apparently had a small lump in the area and then started receiving "hyperbaric" treatment, unclear 5 or 9 treatments in all. Around this time the lump got larger "half the size of a golf ball", and it was again speculated whether the "hyperbaric treatment might have made it worse". Patient also had a severe headache that persisted for approx. 1.5 days and there was "speculation that might be a spinal-type headache". It was stated that nothing had been done as of (B)(6) 2012 to determine whether the "lump" is cerebrospinal fluid and it wasn't clear whether that was even going to be done or whether it was just going to be monitored. Drug delivered via the device was morphine. It was later reported the hcp had fluoroscoped it and did not find anything unusual. As of the date of this report it was stated that the catheter was broke and a revision occurred on 2012-(B)(6). It was noted that they only opened spine area and catheter was broke; a new spinal catheter was put in.

Event description:
It was reported that the patient's catheter had pulled out of the spine. The cause of the lump was not determined; scarring was speculated. Regarding the lump it was indicated that the 'revision of the catheter site allowed for this to be minimized'. The patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient having a burn on her neck (B)(6)-2012 and further stated that she received hyperbaric chamber for 5 days and after which she had increased pain. It was indicated that the health care provider (hcp) had done a dye study and it was reported the 'catheter broke'. It was planned that the patient would have a magnetic resonance imaging (MRI) of the thoracic area. No further information was provided; a follow-up report will be submitted if it becomes available.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).